Event description:
It was reported that coating issue occurred. The 100% stenosed target lesion was located in moderately tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx141cm emerge balloon catheter was advanced for dilatation. However, during the procedure, a severe resistance was encountered and the device was failed to cross the lesion. The device was removed and it was noted that the coating of the shaft has peeled off. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote fc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple buckling along the shaft. Microscopic examination revealed damage to the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported coating issue but did find damage that would contribute to the reported difficulty to cross the lesion.

Event description:
It was reported that coating issue occurred. The 100% stenosed target lesion was located in moderately tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx141cm emerge balloon catheter was advanced for dilatation. However, during the procedure, a severe resistance was encountered and the device was failed to cross the lesion. The device was removed and it was noted that the coating of the shaft has peeled off. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.